Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Signal wires in the system interconnect cable had been pushed in and the ground wire on the power cable was broken. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the l>r and save buttons are intermittent in operation on workstation and mainframe. There was no adverse pt involvement reported. There was no pt information reported.